Event description:
New onset chest pain and fatigue after being started on lovenox for a subtherapeutic inr. CT scan: significant hematoma in the lvad pocket & around the motor of the device. Also appeared to be thrombus within the outflow graft all the way out to t...